Manufacturer narrative:
The device was not returned for evaluation. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9, h3 - it was initially reported that the device would be returned for analysis; however the device was not returned.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition of the suture was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D09, h3: it was initially reported that the device would not be returning for analysis. Subsequent information revealed that the device was returned for evaluation. H6: type of investigation code 4114 removed.

Manufacturer narrative:
B3: date of event is estimated. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a small bore sheath hole prior to a peripheral interventional procedure. Reportedly, during removal, it was noted that the knot was stuck in the device [malposition of suture]. The suture of a new abbott device was successfully pre-placed. The sheath was upsized and the peripheral procedure was completed. Hemostasis was achieved with the pre-placed abbott suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.